Manufacturer narrative:
The investigation revealed that the device was not manufactured by pride mobility products.

Event description:
Received letter from attorney sent to (B)(6) office. It alleges that and incident took place with his client. No further information.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney sent to UK office. It alleges that and incident took place with his client. No further information.